Event description:
It was reported by service report that the track was not moving and the chair would not roll down stairs. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Tracks.